Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.2 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was found to be pulled back out of the coronary sinus vein. Fluoroscopy was done to confirm dislodgement. The lead was explanted and replaced. The patient was in stable condition.